Event description:
It was reported that a vns patient had been complaining of pain, but more in the chest area. The generator has dropped to the left breast level. The pain and discomfort wasn¿t there all the time but was not due to stimulation. High lead impedance was discovered and has been reported in MFR report# 1644487-2017-03018. The lead and generator were replaced on (B)(6) 2016. The explanted devices were discarded by the explant facility. Additional relevant information has not been received to-date.